Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, dysmenorrhea and lower abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"). The patient was treated with ibuprofen and surgery (she had surgery, laprascopic supracervical hysterectomy (uterus only) to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in essure dates of insertion and removal from that previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea and uterine leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, concomitant disease, product indication, treatment medication, onset and removal dates updated, lot no, new events dysmenorrhoea and uterine leiomyoma added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 626912) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, dysmenorrhea and lower abdominal pain. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("other injury(ies) or complication(s) please describe: uterine fibroids"). The patient was treated with ibuprofen and surgery (she had surgery, laprascopic supracervical hysterectomy (uterus only) to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and uterine leiomyoma outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy noted in essure dates of insertion and removal from that previously reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 31-oct-2008: total bilateral occlusion . Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea and uterine leiomyoma . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc ( product technical complaint ) incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.